Event description:
The patient, a 21 y/o iddm, visited her physician for the first time in two years on may 7 or 8. Before her doctor's appointment, she tested her blood glucose on her one touch ii meter at 11:25/a and obtained a result of 563 mg/dl. Because the reading was high, she was advised by a nurse to take 6 units of humalog insulin. She did not eat. Approximately 30 minutes later, a laboratory blood glucose result of 47 ml/dl was obtained. The patient was treated in the doctor' office with apple juice and then ate a full lunch after her appointment. Although the meter is cleaned according to manufacturer's recommended frequency, it is not cleaned correctly. No water is used on the meter optics. In addition, quality control tests designed to detect potentially inaccurate results are not performed. Calibration status is unknown at this time.

Manufacturer narrative:
Co has completed co's investigation of the MDR incident documented in co's initial report and, after testing the device, has been unable to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, impoper meter cleaning/maintenance, or some unknown anomaly. At this point co's investigation of this matter is closed.